Manufacturer narrative:
B2: date of death is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. The valve had been inspected prior to use. The patient's large left ventricular outflow tract (lvot) contributed to the dislodgment. The patient also had torturous right external iliac (rei) artery, and anteromedial calcification in the right femoral artery (rfa). Prior to dislodgement, the implant depth was 1-2mm on the non-coronary cusp (ncc) and 6-7mm on the left coronary cusp (lcc). After valve dislodgement, the implant depth was 12-14mm on both the ncc and lcc. No regurgitation or elevated gradients were reported as a result of the dislodgement, and no intervention was performed. No procedural delay occurred. An unspecified amount of time after the surgery, the patient passed away from kidney failure. Per the physician, the procedure caused or contributed to the death, however it is unknown if the device was a contributing factor.

Manufacturer narrative:
Image review: two media files were provided for review. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 88.8mm with a perimeter derived diameter of 28.3mm suggesting a 34mm evolut. The patient had tortuous iliofemoral anatomy. The aortic valve appeared to be minimally calcified, and the left ventricular outflow track was wider than the annulus with a perimeter of 91.6mm which could have contributed to the dislodgement. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. Assuming proper position of the reference pigtail catheter, just prior to the point of no recapture, valve depth on the non-coronary cusp was approximately 1mm . Evidence shows that the valve dislodged ventricular after release. The dislodgement event was not captured for review. It was reported that the patient died due to kidney failure. Of note, as listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: death; individual organ (for example, cardiac, respiratory, renal [including acute kidney failure]) or multi-organ insufficiency or failure; prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.